Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not finish the pre-test. There were no patient consequences and another device was pulled to proceed with the case.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condtion. No visible damage was noted. The hand-activation contacts were in condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.